Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had vomited after taking their blood pressure medication. The patient reports having chest pain, frequent urination and dry mouth as well as hyperglycemia in the middle of the night. In addition the patient reports having a low blood pressure reading 88 mmhg (millimeters of mercury). The patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the pod infusion site, (arm). As treatment, the patient had given boluses of nearly 40 units of insulin through the night and applied a new pod. Once at the hospital the patient was given an electrocardiogram (EKG). The patient was diagnosed as having a mild heart attack. The patient was treated with intravenous fluids. The patient was released from the hospital after 4.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.